Event description:
During the procedure, it was reported that the 2.00x20 sakura fire star ptca balloon withdrew with difficulty when it passed through the lesion at the anterior descending branch. The specific lesion condition was unknown. The balloon was complete and there was no injury of the vessel. The product was stored, handled, and prepped according to the IFU. There was no difficulty removing the product from the hoop. There was nothing unusual noted about the packaging or product prior to use. There was no kink noted on the device prior to use. It was the first time the balloon was inflated and inserted into the patient. No adverse event on the patient. The sample will be returned for investigation.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt. The gender of the patient is unknown. (B)(6).

Manufacturer narrative:
Additional information was provided by the affiliate. They ¿tried many times to remove the balloon.¿ no additional measures were taken to remove (withdraw) the device from the patient. The balloon did not re-wrap properly. The device was removed intact (in one piece) from the patient and the procedure was completed. There was no difficulty removing the protective balloon cover, removing the stylet, or any of the sterile packaging components. The device prepped normally. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or through the guide catheter. The target lesion characteristic information is unknown. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter was never in an acute bend. The balloon inflated and deflated normally. The balloon maintained pressure during inflation. The balloon catheter did not kink during use. There was no resistance/friction noted with the other devices. The complaint product was returned for analysis. The engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: during a percutaneous transluminal coronary angioplasty (ptca), it was reported that a 2.00mmx20mm sakura fire star ptca balloon withdrew with difficulty when it passed through the lesion at the anterior descending branch. There was no patient injury. The specific lesion condition was unknown. The balloon was complete and there was no injury of the vessel. The product was stored, handled, and prepped according to the IFU. There was no difficulty removing the product from the hoop. There was nothing unusual noted about the packaging or product prior to use. There was no kink noted on the device prior to use. It was the first time the balloon was inflated and inserted into the patient. No adverse event on the patient. They ¿tried many times to remove the balloon.¿ no additional measures were taken to remove the device from the patient. The balloon did not re-wrap properly. The device was removed intact from the patient and the procedure was completed. There was no difficulty removing the protective balloon cover, removing the stylet, or any of the sterile packaging components. The device prepped normally. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or through the guide catheter. The target lesion characteristic information is unknown. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter was never in an acute bend. The balloon inflated and deflated normally. The balloon maintained pressure during inflation. The balloon catheter did not kink during use. There was no resistance/friction noted with the other devices. The device was returned for analysis. One non sterile sakura fire star 2.00mm x 20mm ptca balloon catheter was returned. The balloon was not inflated and was received with protective tube. Visual and microscopic analysis revealed no damage. The device was introduced through a 5f catheter (laboratory sample) and no resistance was felt. The outer diameter was measured and found to be within specification. A device history review (DHR) of lot 15934144 revealed no anomalies or non-conformances that can be associated with the reported complaint. The failures reported ¿ptca system - withdrawal difficulty¿ and ¿balloon - re-wrapping difficulty by the customer were not confirmed since no anomalies were found during dimension and functional analyses. The cause of the failures could not be conclusively determined. Neither the DHR review nor the analysis suggests that the failures are manufacturing process. Therefore no corrective or preventive actions will be taken.